Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon had left a scratch on the lens when loading the lens into the cartridge. The surgeon was not sure about lens had a scratch or plastic filament from the loading cartridge. The surgeon was replaced the iol during initial procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).